Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements. Boston scientific technical services (ts) was contacted for assistance. Ts discussed that the pace impedance had increased but there was a recent 400 ohm jump. Ts also discussed possible root causes and troubleshooting options. Additional information received indicates that the impedance has decreased back into normal ranges and stabilized. The physician plans to continue monitoring the lead. This rv lead remains in service. No adverse patient effects were reported.